Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that disinfection cycles are performed on the device in accordance with the manual. The unit is still in use for emergency cases only, and is used within the operating room. The customer stated that water samples were also taken, which tested negative. The customer plans to return the device to sorin group (B)(4) for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that air samples taken from the sorin heater-cooler system 3t tested positive for mycobacterium intracellular during maintenance. The customer presumes the device is also contaminated with mycobacterium chimaera. The report states that the device will only be used in circumstances where no other non-contaminated system is available due to the significant risk associated with not proceeding with cardiac surgeries. There is no known patient involvement.

Manufacturer narrative:
A further follow-up communication with the customer revealed that subsequent tests have been carried out on this heater cooler system 3t, and there has been no positive air or water results. It was reported furthermore that the original positive air result has been put down as being false positive due to the device being tested in the same area as one other device of the facility which has been tested positive. Corrective actions are in progress for this issue.